Event description:
It was reported by the customer that the vapr 3 unit was being used with a sony trinitron model pvm-20m2mdu in a knee arthroscopy. They state that the vapr 3 unit would create interference with the video monitor when activated. The doctor completed the case with the same unit setup with no consequence to the patient. The customer tested the vapr 3 unit against another vapr 3 unit and the second vapr 3 unit worked fine with the original video monitor.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.